Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical debris on product. Visual inspection found the haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo_12.1, -13.0/2.5/67 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Device code:2923 for lens rotation. Claim#: (B)(4).